Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21961. It was reported that when the patient presented in clinic for a follow up, pacing inhibition with multiple noise oversensing episodes were observed on the right atrial (ra) and right ventricular (rv) leads. The noise was reproducible with myopotentials. Leads insulation breach was suspected. Low pacing lead impedance was also noted on the rv lead. The patient is pacemaker dependent. Lead revision was mentioned. The patient¿s condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that lead revision was performed.